Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This patient expired the same day as an lv lead revision was done. The patient had vt/vf episodes the evening after the procedure. There was not a dft test done at the time of the upgrade. His device had failed max energy shocks as well as failed external shocks. His vt was initially detected in a monitor zone and then progressed. His native r waves were around 5 mv and as the episode progressed there was undersensing of fine vf noted. It was felt that this device performed as programmed. Should additional information be received, this file will be updated.